Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment. The procedure was completed as planned by restarting the ups and the allura system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. Analysis of the log file showed power faults on the ups, indicating the root cause to be an issue with the ups or incoming power. Upon troubleshooting, the fse determined that the issue was caused by power-related problems. There is a reoccurrence, reporting fluoroscopy failure, requiring a restart of the allura system and ups to perform fluoroscopy/exposures. The root cause remains undetermined. The issue has not recurred in the past three months. The dc group inspected the ups but found no faults. To resolve the issue, the fse coordinated with the dc power group (a third-party company) to schedule ups servicing. The device is operating as per its specifications. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.